Manufacturer narrative:
Concomitant medical products: dtba2q1 ICD implanted: (B)(6) 2016; 4298 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) and a drop in pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.